Event description:
It was reported that the patient presented in clinic for a follow up. During the interrogation the right ventricular (rv) lead exhibited fluctuating and increasing capture thresholds. The rv lead was capped and replaced (B)(6) 2022. There were no patient consequences.